Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, a low in r-wave amplitude was noted on the right ventricular (rv) lead. The drop in r-wave amplitude was suspected to be due to the condition of the patient's heart. The lead was explanted and exchanged. The patient was in stable condition.